Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in recorded atrial tachy response (atr) episodes. This lead was tested in clinic with provocative maneuvers with noise able to be reproduced. The reported observations were due to a suspected fracture. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.